Event description:
It was reported by service report that the footboard connector cable and the motor control board were corroded due to fluid intrusion. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motor control board.